Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failing repeatedly, and barcode scanner was working intermittently the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes & section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 failed repeatedly and the barcode scanner was working intermittently. A field service engineer (fse) found that tower door 2 was failing. The fse applied conductive grease to the tower door latch, tightened and crimped the connectors, and checked all related harnesses. Everything appeared to be in good working order, tower door 2 became responsive and a final test was also performed successfully. The fse confirmed that the scanner had also failed in hardware test application (hta) mode, replaced the scanner cord cable and performed a final test. The fse also informed the customer that the lighting in the scanner area was low and advised the customer to contact maintenance to replace the lighting in order to improve barcode scanner functionality. The customer was able to use the barcode scanner successfully. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, tower door was failing repeatedly, and barcode scanner was working intermittently the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.